Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04529. It was reported patient was experiencing ineffective coverage of pain relief. X-rays indicated that the leads had migrated. As a result, surgical intervention took place wherein both the leads were explanted and replaced with new leads. Reportedly effective therapy was restored.